Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up after experiencing notifier vibration. Upon reviewing electrogram, the right atrial lead exhibited inappropriate auto mode switch episodes and noise reversion events. The lead also exhibited a single event of low impedance. The noise was not reproducible in clinic. No intervention was performed and the physician decided to monitor the patient. No patient symptoms were reported.